Event description:
A report was rec'd that alleges that the tracheostomy tube inadvertently became extubated which required medical intervention to re-establish the airway. The report states that the pt "was moving around" which resulted in the pt spontaneously decannulating. The trach was replaced and the pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.